Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 5 years due to prosthetic aortic valve endocarditis. Based on the op report, this patient presented with endocarditis with high gradients across the aortic valve and an aortic root abscess. The patient demonstrated severe aortic stenosis secondary to widespread vegetation on the valve. He also had a suggestion of a root abscess in the left coronary sinus. He also had severe mitral regurgitation with a question of vegetation or ruptured cord on the mitral valve. Upon removal of the aortic valve, it was completely encased in vegetative material. There was a mild annular abscess at the left coronary cusp base. This did not require patch reconstruction. Aggressive debridement was performed and the explanted device was replaced with a new edwards bioprosthetic valve. The patient was rewarmed and weaned from bypass without difficulty. Valve function was good; no perivalvular leak. The patient was reported to have tolerated the procedure well. The surgeon also noted that there was no malfunction of the explanted valve.

Manufacturer narrative:
(B)(4). Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the root cause of this event could not be confirmed without the sample device. No further actions are possible with the available information.